Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was feeling poorly while being active and data showed drops in the patient's heart rate. Sensors were reprogrammed and the patient will continue to be monitored. No adverse patient effects were reported.